Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Patient's advocate reported via phone call that the customer has had a few issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer has had 2 loaner insulin pumps in the last month due to issues they have experienced with the device. Customer's insulin pump has had no delivery alarms and this may be the reason for their high blood glucose levels. Customer declined to troubleshoot for high blood glucose levels. Customer declined to troubleshoot for the no delivery alarm as well because they did not have time.